Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the expressew iii w/o hook device had a loose jaw. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the expressew iii suture passer w/o hook had a loose jaw. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device appears to be worn due to wear marks were identified. To test its functionality, it was tested on a sample rubber strip; as a result, the upper jaw was loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue. A manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. According with the functional test result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.